Event description:
It was reported that a literature article contains an uncertain number of adverse events concerning patients who had a pelvic floor repair procedures to repair vaginal prolapse. There are patients who had pelvic muscle symptoms. Medical/surgical interventions were performed on some of the patients to repair these injuries.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.